Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-15498. The 26mm sapien 3 reslia valve was returned for examination and the report of a bent valve frame was confirmed. A visual examination found that there was one strut bent at the inflow side, the frame was distorted/canted, and the leaflets were wrinkled and dehydrated due to storage conditions (prolonged crimping) during the return handling process. Functional and dimensional testing was not able to be performed due to the nature of the complaint. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to insert delivery system through sheath. The benefits of the device outweigh the risks associated with difficulty or inability to introduce delivery system and advance through sheath, prolonging procedure, resulting in procedural delay. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen during advancement, leading to resistance. Per procedural notes, patient's access vessel had tortuous anatomy. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Per procedural notes, patient's access vessel had calcification. Excessive device manipulation/high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. Per the description, "the delivery system perforated through the dynamic part of the sheath and got stuck. It was then discovered that one of the stent struts of the valve was bent to a 90-degree angle." The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulted in frame damage. The technical summary also outlines the extensive manufacturing mitigations in place to detect a non conformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. In this case, based on available information, investigation suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaints for difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force and frame damage has been previously identified in product risk assessment (pra) and a CAPA.

Event description:
During a tavr procedure using a 26mm s3ur valve via transfemoral approach, while advancing the valve and delivery system through the esheath, the delivery system perforated through the dynamic part of the sheath and got stuck. It was then discovered that one of the stent struts of the valve was bent to a 90-degree angle. The team was able to rotate the delivery system so that the protruding stent strut was oriented to the inner aspect of the sheath and then proceeded to remove the entire system and sheath. A second system was then prepped, and the procedure was completed without incident. As of today, the patient was doing well and was being discharged home.

Manufacturer narrative:
The investigation is ongoing.